Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that his device was shutting off on its own. The patient reported that this had happened a few times. The patient reported that he was out shopping with his wife and his device shut off 5 hours before he got home and he didn¿t have his remote. The patient reported that when he got home, he turned his stimulation back on and his ins was fully and he put his recharger on and recharger for about 20 minutes until it was full. No further complications were reported.